Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned device noted blood visible in the guide wire lumen, inflation lumen and hub. There was contrast in the inflation lumen and in the balloon. The balloon was loosely folded. This is consistent with preparation, the catheter being advanced into the patient anatomy, inflation attempt and a leak. There was a kink in the bayonet portion of the hypotube and a tear in the shaft at the same location, 9.4 cm proximal to the guide wire exit notch. The proximal end of the support wire was protuding through the tear. The tear had stretched and had jagged edges. A new indeflator, filled with water, was used in an attempt to inflate the balloon, but was not able to inflate due to fluid leaking from the tear in the shaft. While the tear was plugged with finger pressure, the balloon was able to inflate to the rated burst pressure with no damage noted to the balloon. In this case, it is likely that the tear in the shaft is what was perceived by the user as a balloon rupture. Factors that may contribute to a tear in the shaft include, but are not limited to, manufacturing, handling of the product during preparation/use, and/or interaction with the guide wire. To help ensure that this damage is not the result of manufacturing, all products are visually inspected for damage, including at the point where the catheter is inserted into the packaging coil. Additionally, all products are leak tested prior to packaging and a sampling of units is destructively tested to verify the catheter body integrity prior to release. Since there was no report of any leaks or damage noted during preparation for use, this suggests that the shaft was not likely damaged prior to use. In this case, it is likely that the shaft was kinked during advancement in the heavily tortuous anatomy. Further manipulation would have contributed to the bayonet tearing through the outer member material at the kink location. The noted tear in the shaft appears to be related to the operational context of the procedure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. All dilatation catheters are visually inspected for damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.

Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery with heavy tortuosity and heavy calcification. Pre-dilatation was attempted with the voyager nc; however, the balloon ruptured on the first inflation, at 4 atmospheres (atm). A non-abbott balloon was used for further dilatation, and a xience was deployed to successfully complete the procedure. There were no adverse patient effects reported. No additional information was provided.